Manufacturer narrative:
Retainer ring=black. Customer complained on 11/06/2021 the pump alarmed low battery alert and pump error 23. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing or in the pump trace download. No pump error 23 noted during test. However, verified pump alarmed pump error 23 on 11/09/2021 15:50:20.000 due to moisture damage to the pcb1 board. No moisture damage noted to motor assembly during visual inspection. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay and cracked case above the arrow and battery cap icon. The p-cap/reservoir does lock properly. No low battery alert noted during testing or in the pump trace download. No pump error 23 noted during test. However, verified pump alarmed pump error 23 on 11/09/2021 15:50:20.000 due to moisture damage to the pcb1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. It was unknown whether the insulin pump error alarm was cleared. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.